Manufacturer narrative:
In speaking with olympus technical support via the phone, the customer noted that there was some debris on the touchscreen and the screen protector was still on. The customer was advised to clean the touchscreen with mild detergent and remove the screen protector. The customer requested the ticket be closed as the customer would be on vacation the following week. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera elite ii video system center presented an error code e333 (touch panel error). No patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter.

Event description:
Additional information was received from the reporter. The issue occurred prior to the procedure. The intended procedure was completed with no surgical delay. The same device was not used to complete the procedure. No other device was involved in the event. The issue was due to a dirty screen. After the screen was cleaned, the issue was resolved. The device passed all tests and worked as intended. It was unknown if the device had ever been serviced by a third-party.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned for evaluation. Based on the results of the investigation, the root cause of the error code e333 was unable to be identified. Olympus will continue to monitor field performance for this device.